Manufacturer narrative:
A ge service rep performed an on site investigation. The service rep replaced image processor and scan converter. The system operates as intended.

Event description:
It was reported that the images on the 9600 system would not hold a vertical sync during a procedure. The system was replaced with a ge protable. No pt injury was reported.